Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the needle was returned and evaluated. Visual observation revealed there was an implant stuck in the silicon annular tube which was damaged possibly by the needle being in contact with a sharp object, and so blocking the implant. Therefore, this complaint can be confirmed. No functional test was performed as the ominispan gun was not returned; but such functional test would not be useful given that the silicon sleeve is damaged. It is possible that the damaged silicon sleeve prevented the implant from deploying during the procedure. However, the root cause for the damaged tubing is undetermined. Furthermore, a non-conformance search was performed and no non-conformances were identified for this part 228141 with lot 1l29582 combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(4) that during a meniscal repair procedure the omnispan meniscal repair 12 degree did not fire. They checked the device and noticed that the silicon annular tube was damaged and blocking the second implant. The case was completed with another device. There were no adverse consequences to the patient. The surgery time was not delayed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.